Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at an output of 7.5v. Dislodgement was suspected. During the lead revision, the fixation tool was turned between 75-100 times but the helix would not retract. A technical services consultant suggested trying a new fixation tool, or turning the lead body to release the helix from the tissue. Despite the difficulties, this lead was removed successfully and a new lead of the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A stylet was attempted to be inserted into the lead but did not pass through as expected. Microscopic inspections of the lead body and electrode tip found no anomalies. X-ray analysis of the lead found the inner conductor coil near the terminal pin was deformed, which likely occurred during efforts to retract the helix and caused the stylet insertion difficulty observed in the laboratory. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.